Manufacturer narrative:
(B)(4). Batch #: t5c79a. Investigation summary: upon visual inspection of a photo, the following was observed: the photo shows a device from anvil area with gold reload loaded and slot knife can be seen damaged (risen). Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,it was reported that: difficult to fire - firing speed, damaged jaw. The analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Investigation summary: photo received. Upon visual inspection of a photo, the following was observed: the photo shows a device from anvil area with gold reload loaded and slot knife can be seen damaged (risen). Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the rectal resection surgery, when severing the rectum tissue on the 1st firing, noted the motor sound was abnormal weak, entered the firing trigger many times, the blade moved to the distal end. The cut line and staple line were complete and good. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.